Event description:
Procedure type: lap chole. According to the reporter: the outer (eye) seal of trocar tore and a piece flaked off into the body cavity. Part of the outer (eye) seal of trocar fell into the upper right quadrant of the pt. Surgeon used maryland's to retrieve the foreign body and remove it from the pt. Used with device: microlinfe 10mm reusable clip applier. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fell into the pt.

Manufacturer narrative:
(B)(4).